Manufacturer narrative:
Additional information is being requested from the field. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker was suspected to be depleting prematurely. There was an increase in the right ventricular thresholds. It was noted that the patient was to undergo a magnetic resonance imaging on this non conditional device system, which would be considered off label use. Additional information is being requested from the field. Technical services discussed programming options. The device remains in service. No adverse patient effects were reported.